Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device evaluation by MFR.: p elite ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at both proximal and distal end of the stent flared. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no damage was noted but they did not appear to be tightly wrapped. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16oct2020. It was reported that crossing difficulty was encountered. Vascular access was obtained via radial artery. The target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 38x2.75mm promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.